Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Analysis found insulation abrasion at 19.6 to 19.9cm from the connector pin. The efte cables were not abraded. The damage found is consistent with friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.